Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's escape and act buttons were temporarily unresponsive. The customer did not recall any significant events leading up to this issue. During the call, the customer reported that the buttons were responding once again. Blood glucose level at the time of the incident was 100 mg/dl. The customer reported that prior to the call, she had a blood glucose level of 68 mg/dl which she treated with food. The insulin pump will not be replaced and the customer will not return the device for analysis.